Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the device never worked for her since implant and that she started feeling a burning and shocking sensation. Caller states the burning sensation is over the ins site and the shocking sensation is down her legs to toes. Caller states that this is very painful and she is worried that her device is going to explode and that her device is just giving her all shorts of problems. Caller states that she cant sleep at night and takes tylenol for this issue. Patient has a dr appointment on (B)(6) 2019. No further complications were reported or anticipated.